Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that post-operative bleeding occurred seven days after a tonsillectomy. The patient returned to the emergency room to resolve the bleeding and is now fine. No sealing sites were found to have reopened and no additional procedures were performed in the same area. End tones had been heard during the procedure when sealing with the device.